Event description:
It was reported that bd¿ precisionglide¿ needle had a hole and leaked. The following information was provided by the initial reporter: during the reconstitution of the drug I noticed a leak in the needle. At visual inspection, the needle had a hole in the plastic part that connects the syringe. The model of the needle is 1.20 x 40 mm (18 g x 1 1/2 "). Information received by email in (B)(6) 2019: there was no damage to the patient/health professional. There was no exposure of blood or chemotherapic to the skin. It was aspirated saline solution to the reconstitution of gencitabine.

Manufacturer narrative:
H.6. Investigation: DHR was performed, neither maintenance nor quality records were detected related with this batch. Picture and sample were sent by the customer and was possible performing an investigation to determine the probable root cause for the defect. The probably root cause for this failure mode occurred due to a defect of the hub at the injection point and at the moment which the hub was manufactured in the machine. Probably some stress of the molding process created one micro crack in the hub and it expanded to fracture during handling of needle with syringe. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ precisionglide¿ needle had a hole and leaked. The following information was provided by the initial reporter: during the reconstitution of the drug I noticed a leak in the needle. At visual inspection, the needle had a hole in the plastic part that connects the syringe. The model of the needle is 1.20 x 40 mm (18 g x 1 1/2 "). Information received by email in 6/4/2019: there was no damage to the patient/health professional. There was no exposure of blood or chemotherapic to the skin. It was aspirated saline solution to the reconstitution of gemcitabine.